Manufacturer narrative:
The referenced history of gastrointestinal bleeds were reported under medwatch MFR report# 2916596-2018-00216 and 2916596-2017-02490. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient with a history of gastrointestinal bleeding and symptomatic anemia, was readmitted on (B)(6) 2018 with a 3 gram hemoglobin drop since (B)(6) 2018 (currently not taking iron), and symptomatic with shortness of breath and dark stools. The patient received a c-scope on (B)(6) 2018 which revealed melena throughout the colon but no active bleeding. An esophagogastroduodenoscopy performed on (B)(6) 2018 was relatively unremarkable with mildly erythematous mucosa and a few non-bleeding superficial clean based gastric ulcers with no stigmata of bleeding. The patient was transfused with 2 units of packed red blood cells during the hospital stay. Site of bleeding: gastrointestinal. No arteriovenous malformation present. Anticoagulants at the time of event: aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding could not be conclusively be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.